Event description:
It was reported that the atrial lead impedance increased to greater than 2000 ohms and switched to unipolar configuration. Since the polarity switch, unipolar impedance has been stable around 230 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.